Event description:
Difficulty in infusing through catheter lead to fluorosocpy to determine catheter position. It was at this time that a 10 cm portion of the tip of the catheter was found to have separated from the rest of the catheter and migrated into the right ventricle of the heart. This fragment was snared via right heart catheterization. Pt was subsequently discharged without further complications.